Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2014 and suture was used. During the procedure, in fixing a drain by the surgeon, the needle thread broke subcutaneously in patient. The heart surgeon made an additional incision to find the needle.

Manufacturer narrative:
Conclusion: a needle that was broken at the attachment end was submitted for evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, upon inspection of the sample it was not that the it was a needle breakage not suture breakage, the product was forwarded for needle evaluation. The needle evaluation has not yet been completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).